Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than 300 units of insulin. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Reportedly, assistance was required in obtaining insulin to address the bg level. A manual insulin injection was administered to address bg. Reportedly, the cartridge was reloaded and insulin delivery was resumed.